Event description:
It was reported that after the ilet was restarted, the user experienced loss of dexcom g7 glucose data on the ilet while the ilet display showed a value of 151, and the user received education that reconnection could require time. Symptoms included no clinical effects. Outcomes included no impact on health and no alerts or alarms. Investigation included user troubleshooting and education regarding sensor-to-ilet reconnection and signal acquisition. Investigation of this case revealed a transient communication interruption between the dexcom g7 sensor and the ilet receiver with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was communication latency following device restart.